Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the minute ventilation (mv) feature did not work as expected on the patient with this pacemaker. Additionally, it was noted that the patient is very active, and the heart rate increase when the patient waves his arms sitting down, speeds up to quickly and drops very quick. Technical services (ts) discussed to test the feature in the clinic. Furthermore, the device was reprogrammed, nonetheless, the response was not satisfactory. Technical services (ts) provided troubleshooting options and while optimization the mv sensor was suspended due to a possible external interference noise. Furthermore, ts explained how mv works, and the field representative indicated that the last programming changes were done one and a half months ago as the patient was going to be traveling in europe and has not heard from the patient so far will leave as is for now. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the minute ventilation (mv) feature did not work as expected on the patient with this pacemaker. Additionally, it was noted that the patient is very active, and the heart rate increase when the patient waves his arms sitting down, speeds up to quickly and drops very quick. Technical services (ts) discussed to test the feature in the clinic. Furthermore, the device was reprogrammed, nonetheless, the response was not satisfactory. Technical services (ts) provided troubleshooting options and while optimization the mv sensor was suspended due to a possible external interference noise. Furthermore, ts explained how mv works, and the field representative indicated that the last programming changes were done one and a half months ago as the patient was going to be traveling in europe. Later on, the patient was seen in the clinic and the physician has not been able to optimize the mv feature with the patient active life. Additional information was received that there was an mv optimization real time analysis performed with an mv engineer, but it was unsuccessful, as a result the mv was turned off due to the arm motion/can affect. This pacemaker remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the minute ventilation (mv) feature did not work as expected on the patient with this pacemaker. Additionally, it was noted that the patient is very active, and the heart rate increase when the patient waves his arms sitting down, speeds up to quickly and drops very quick. Technical services (ts) discussed to test the feature in the clinic. Furthermore, the device was reprogrammed, nonetheless, the response was not satisfactory. Technical services (ts) provided troubleshooting options and while optimization the mv sensor was suspended due to a possible external interference noise. Furthermore, ts explained how mv works, and the field representative indicated that the last programming changes were done one and a half months ago as the patient was going to be traveling in europe. Later on, the patient was seen in the clinic and the physician has not been able to optimize the mv feature with the patient active life. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the minute ventilation (mv) feature did not work as expected on the patient with this pacemaker. Additionally, it was noted that the patient is very active, and the heart rate increase when the patient waves his arms sitting down, speeds up to quickly and drops very quick. Technical services (ts) discussed to test the feature in the clinic. Furthermore, the device was reprogrammed, nonetheless, the response was not satisfactory. Technical services (ts) provided troubleshooting options and while optimization the mv sensor was suspended due to a possible external interference noise. Furthermore, ts explained how mv works, and the field representative indicated that the last programming changes were done one and a half months ago as the patient was going to be traveling in europe. Later on, the patient was seen in the clinic and the physician has not been able to optimize the mv feature with the patient active life. Additional information was received that there was an mv optimization real time analysis performed with an mv engineer. This pacemaker remains in service. No adverse patient effects were reported.